Event description:
According to the reporter, when repositioning the patient, the hemocatheter slipped through the sutured fastener. The anchor holder and the sutures all remain intact, but the line came out. They do not know if this was a cause of equipment malfunction or how this occurred. There was no leak. There was no luer adapter issue. The catheter was not repaired. Tego was not utilized. They applied pressure to stop the bleeding. Physician was notified and a new line was inserted with the same product ID. Patient was stable. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter. The suture wing of the device was returned detached from the cannula. No abnormalities were noted with either the cannula or the suture wing. It was reported that there was a securement wing issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The most likely root cause of the observed condition was excessive force during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when repositioning the patient, the hemo-catheter slipped through the sutured fastener. The anchor holder and the sutures all remain intact, but the line came out. They do not know if this was a cause of equipment malfunction or how this occurred. There was no leak. There was no luer adapter issue. The catheter was not repaired. Tego was not utilized. They applied pressure to stop the bleeding. Physician was notified and a new line was inserted with the same product ID. Patient was stable. There was no reported patient outcome.